Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system time on pyxis did not match the time in epic. This discrepancy affected medication retrieval, and users received alerts indicating that medications were not available for removal at the expected time. The issue affected all stations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time between the station and electronic privacy information center (epic) was different. A technical support specialist dialed into station on site and synchronized the time with the server across all units. After completing the updates, emailed the user to confirm that the time had been corrected on all stations. The system functioned as intended after the technical support specialist troubleshot the device.